Manufacturer narrative:
The event date is approximate for this event. Other relevant device(s) are: product ID: 8731, lot/serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, lot/serial# : (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8731, serial/lot #: (B)(4), ubd: 18-aug-2007, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 21-sep-2013, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone and other unknown drugs via an implantable pump for non-malignant pain. It was reported that about 6 months ago, the patient's hcp (healthcare provider) discovered the patient's catheter was kinked, and stated they pulled out a lot more medicine than expected. The patient was looking for a neurosurgeon to fix the catheter.

Manufacturer narrative:
H3: analysis of the 8731 catheter revealed no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segments. Analysis of the 8578 catheter revealed no significant anomaly; catheter sc connector-coring-tears-cuts in seal, no leak seen in lab and no leak allegation. Analysis of the 8598a catheter revealed no significant anomaly; miscellaneous acceptable testing-catheter incomplete/returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that patient has been having increased pain. The date of the event was unknown. It was noted that during the catheter dye study on (B)(6) 2021, there appeared to be a buildup of material at one of the holes of the catheter tip. The healthcare provider tried to push fluid through it and was unable to aspirate the fluid through. The spinal and pump segment were replaced on (B)(6) 2021. The issue was resolved at the time of report. The patient's weight at the time of report was 130lbs.